Event description:
The customer indicated she received second degree chemical burns on her genitals after using pads. After wearing a pad, the user developed a welt rash. She took benadryl and the next day she experienced burning. After continuing to wear the pad throughout the night, she experienced skin peeling. She visited the ER and was told she had second degree chemical burns. She was prescribed mupirocin ointment 2%, a topical steroid.

Manufacturer narrative:
Device history record could not be reviewed as a lot code was not provided. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.